Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing beeping tones several times each day. Upon interrogation, the high voltage electrograms had a varying appearance and a warning was displayed for high voltage impedance measurements of greater than 125 ohms. Technical services advised that further testing be done to determine the cause of the out of range impedance measurements. Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the tip of a torque wrench had broken off in the a-ring setscrew. Several attempts to remove the tip were unsuccessful. The device was put through and passed a series of automated therapy verification testing.